Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the physician could not recapture the ptfe sleeves. He tried advancing the phenom 27 but it would not advance. The patient was undergoing surgery for treatment of a saccular, unruptured left-sided aneurysm. It was noted the patient's vessel to rtuosity was normal. The angiographic result post procedure was acceptable. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a guide catheter, rfx058-125-08 and a phenom microcatheter, fg15150-0615-1s. Additional information received reported the cause of the event was not determined. There was no friction or difficulty during delivery or positioning of the device. The catheter was flushed per the IFU during the procedure.